Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with an umbilical vessel catheter (uvc). The representative reports that the complaint is due to a crack found just below the hub where the catheter is joined at the connection between the catheter and the hub. It was further reported that the catheter has been placed only 2 days prior to the incident. The customer further reports they have not been using alcohol to disinfect the entry site but used chlorhexidine 1%. Chlorhexidine was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion and was not difficult to secure. The uvc was sutured to the umbilicus. The uvc was inserted on (B)(6) 2014 in the uac. The uvc was used for measuring abp and sampling blood. It was connected to the connector all the time. The sampling was taken from the hub. Heparin concentration using a 20cc syringe was used to flush argyle the line. Chlorhexidine was used to clean hub. The uvc was removed on (B)(6) 2014. The device was replaced with the same type catheter. The customer reports that the patient is stable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product sample was returned to the manufacturing site for review. After visual inspection, a hole was found below the strain relief, at the base of the luer fitting. With the available information, the most probable root cause could be considered as misuse (device could be damaged due to the inappropriate use of cleaning agents or sharp objects). The manufacturing lot number associated with this complaint was not provided and therefore a device history record ( DHR) review could not be performed. The returned samples strain relief was measured with the vertex, and it was identified that its length is 0.6 in (15.24 mm). Under special 510k#130725, the implementation of a new extended strain relief design for the luer hub (new design length is 0.73 in (18.5 mm) was completed on 05/16/2014. This design change is expected to reduce the stress and likelihood of kinking in the area most likely to be exposed to alcohol. Also under special 510k#k130725, covidien expanded warnings within the instructions for use manual of this product to highlight the concern of uvc catheter damage in the hub area associated with the use of alcohol based disinfectants. The instructions for use were replaced in all stock, and hospitals were sent a letter highlighting this issue. This complaint will be used for trending and tracking purposes.